Manufacturer narrative:
The device logs and data were returned to the resmed design house for an extensive engineering investigation.the investigation methods, results, and conclusion are not finalized at this stage.(B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery inoperable alarm and system fault message (sf 180). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported single occurrence of a battery inoperable alarm and system fault 180 were confirmed through review of the device logs, however, no faults were reproduced during in-house testing. The investigation determined that the device faults were most likely due to an oversensitive software detection algorithm. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)